Event description:
A report was received that the patient was explanted due to infection at the midline incision site. The patient's symptoms were redness and drainage. The physician doesn't believe the infection was related to the device. The patient was prescribed IV antibiotics. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 serial#: (B)(4) description:ipg kit without pull-through tunneler model#:sc-2218-70, serial#: (B)(4) description: enh st ld kit, 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.